Event description:
A device was returned to a third party service center for evaluation. During evaluation, foam particles were found in the device assembly. No error codes were found in the device log history. The device was scrapped per the customer's request. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.